Manufacturer narrative:
Following the laser procedure, patient experienced a burn/blister which resulted in the patient having medical intervention at the emergency room and consulting with a physician. Patient was given aquaphor ointment for post care treatment care. The treatment parameters used in the laser procedure were followed per the clinical reference guide. The patient's treated area is now showing improvement since the laser procedure. The device was evaluated and determined to be operating as intended within specification. Burns/blisters are expected side effects from a laser procedure, however since the patient had medical intervention, this is a reportable event.

Event description:
Patient had a burn/blister on the abdomen from a laser procedure.